Manufacturer narrative:
A complete preventive maintenance was performed on the unit and it was found to be within specifications. The operator's manual under section potential adverse events with eswl states: perirenal hematomas occur in < 1% of lithotripsy patients. These patients typically have severe, chronic flank pain. Although clinically significant hematomas often resolve with conservative management.

Event description:
Allegedly, the doctor performed an eswl on a patient. The procedure was completed with no patient impact or malfunction of unit reported. The patient was released but returned later reporting flank pain ((B)(6) 2016). She was admitted to the hospital and a CT scan revealed a perirenal subscapular hematoma. No transfusions were provided. Patient released the next day.